Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of redq0744 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via ms&s " patient stated he has his powerpicc 1174108d since (B)(6) 2019. His PICC is in his left arm. He stated that this powerpicc is resistant to flushing if his arm is in a certain position but the resistance resolves if his arm is in another position." Ms&s informed patient that the powerpicc should not be resistant to flushing depending on arm position. Recommended he speak to his md about this issue.